Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was using a beta bionics ilet insulin pump with a dexcom g7 cgm at the time of the event. On (B)(6) 2026, the dexcom g7 displayed "low", prompting the patient to present to the emergency room (ER) despite reporting no signs or symptoms of hypoglycemia. Upon arrival, the patient's bg was 70 mg/dl while the cgm continued to display "low." The patient and healthcare provider subsequently determined that the sensor readings were inaccurate and did not reflect the patient's actual glucose level. The patient was admitted to the hospital on (B)(6) 2026 for monitoring. No medications or other treatments were administered, and the patient was monitored without intervention. The patient was discharged on (B)(6) 2026 and reported a full recovery. On (B)(6) 2026 at 12:37 pm pst, the patient's healthcare provider contacted beta bionics technical support with the patient present. The healthcare provider reported the prior night's severe low glucose alarm and inquired whether pump setting adjustments were necessary to prevent future occurrences. During troubleshooting, it was confirmed that the dexcom g7 sensor had been displaying inaccurate low readings and that the patient was not in hypoglycemic range. Technical support explained the discrepancy between the cgm and bg values and advised the patient to synchronize pump reports and call back for further review of pump settings. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.